Event description:
It was reported that the programmer had telemetry failure. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).